Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While a 3.0x32mm ion stent delivery system was being removed from its packaging, a strut in the middle of the stent was observed as sticking up. No attempt to use the device was made. No patient complications were reported and the procedure was completed with a different 3.0x32mm ion stent.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While a 3.0x32mm ion stent delivery system was being removed from its packaging, a strut in the middle of the stent was observed as sticking up. No attempt to use the device was made. No patient complications were reported and the procedure was completed with a different 3.0x32mm ion stent.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with a taxus element/ion shelf carton and foil pouch. The batch number on the device which corresponds to the information on the packaging. There was no contrast or blood visible on the device. The balloon was tightly folded with the stent secure between the markerbands. There were two struts lifted in the eighth distal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).